Event description:
It was reported that the patient's device was toning hourly. A lead integrity alert (lia) triggered on the right ventricular (rv) lead due sensing integrity counter (sic) and pacing impedance variation. There were high rate non-sustained (hrns) episodes, intermittent high pacing impedance measurements, and possible oversensing. The lead was inactivated and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 continued: dvbb1d4 ICD implanted: (B)(6) 2016 500dm27 mechanical valve and 505da20 mechanical valve and 900sfc228 heart band implanted: (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.